Event description:
My implants made me sick and were trying to kill me. I received implants (B)(6) 2015 and removed them (B)(6) 2018 due to illnesses. I lived at the doctors, could barely get out of bed. I had muscle weakness, fatigue, brain fog, rashes, bladder pain, back pain, neck stiffness, neck pain, hair loss, issues swallowing, dry eyes, dry mouth, dry skin, dry hair, hormone imbalances, allergies, severe depression, weight gain and over felt like I was going to die. Please take these off the market. I had silicone textured implants.